Manufacturer narrative:
E1: patient city: (B)(6) patient country: poland

Event description:
Reference number (B)(4) event occurred in poland it was reported that the patient faced an infusion set tubing detached event on (B)(6)2024 at quick release. The insertion site was at abdomen. Infusion set was used for 1 day. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6005944 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static pull test tubing-tubing connector test 1 according to wi-002688 version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005944 was manufactured according to the wi version 78 packaged the multivac mv12, on 10/mar/2024, with a total of (B)(4) units. Assembly: the lot 4b05509 was glued according to the wi version 27, assembly, on 10/mar/2024 with a total of (B)(4) units. Gluing of tubing: the lot 4b05495 was glued according to the wi version 41, machine l-08, l-04, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 23/may/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6005944 and not found other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: harm reportable, no defect on tests, no non-conformance (nc) raised during production and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.